Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia. The customer's mother stated that the infusion set fell off of the customer's body. The customer's blood glucose levels did not come down, even with manual injections. At the time, the customer was at the hospital for a reason unrelated to diabetes and could not perform troubleshooting. The customer's mother was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.